Manufacturer narrative:
The reported field event of extended charge time was confirmed via review of programmer printouts. The device was tested on the bench and using automated test equipment and the device was unable to reach target voltages. The hv capacitors were returned to the vendor for analysis and no anomalies that would cause extended charge times were observed. The cause of the extended charge times could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that at subsequent follow-ups, extended charge times were observed. The decision was made to explant the device.

Manufacturer narrative:
The reported field event of extended charge time was confirmed via review of programmer printouts. The device was tested on the bench and using automated test equipment and charge times were normal, but the device was unable to reach target voltages. The hv capacitors were returned to the vendor for analysis and no anomalies that would cause extended charge times were observed. After further testing, it is believed that the root cause of the extended charge times was due to low battery voltage.